Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had an issue with inaccurate delivery. Troubleshooting revealed all basal and bolus deliveries were delivered and programmed/intended. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the download history revealed the last basal delivery was recorded on (B)(6) 2015. The alarm history revealed typical usage alarms; no alarms related to the complaint were recorded. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rate. The pump was exercised for 24 hours without issue. On investigation, the pump was found to be delivering accurately and within the required specifications without malfunction. Investigation was unable to duplicate the complaint.